Event description:
It was reported that foley catheter falling out without being pulled or tugged. Nurses confirmed, the balloon was inflated with manufactures recommendation of 10cc sterile water at insertion, however after few days the balloon completely deflated and the foley catheter fell out and resident reported foley catheter was leaking few days post insertion and needed to be changed. The nurses reported less than 5cc was pulled back in the syringe. When the balloon was intentionally deflated for discontinuation of the catheter, the balloon collapsed as a ring which caused trauma in the urethra, difficulty removing and bleeding and most recent occurrence 25mar2024. The batch in question was foley (303416a). A test was conducted, and noted the balloon did deflate without manipulation within 7-10days. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that foley catheter falling out without being pulled or tugged. Nurses confirmed, the balloon was inflated with manufactures recommendation of 10cc sterile water at insertion, however after few days the balloon completely deflated and the foley catheter fell out and resident reported foley catheter was leaking few days post insertion and needed to be changed. The nurses reported less than 5cc was pulled back in the syringe. When the balloon was intentionally deflated for discontinuation of the catheter, the balloon collapsed as a ring which caused trauma in the urethra, difficulty removing and bleeding and most recent occurrence (B)(6) 2024. The batch in question was foley (303416a). A test was conducted, and noted the balloon did deflate without manipulation within 7-10days. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿balloon material does not shrink quickly enough ". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter falling out without being pulled or tugged. Nurses confirmed, the balloon was inflated with manufactures recommendation of 10cc sterile water at insertion, however after few days the balloon completely deflated and the foley catheter fell out and resident reported foley catheter was leaking few days post insertion and needed to be changed. The nurses reported less than 5cc was pulled back in the syringe. When the balloon was intentionally deflated for discontinuation of the catheter, the balloon collapsed as a ring which caused trauma in the urethra, difficulty removing and bleeding and most recent occurrence (B)(6) 2024. The batch in question was foley (303416a). A test was conducted, and noted the balloon did deflate without manipulation within 7-10days. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.